Manufacturer narrative:
Further information was requested from the reporter such as part number, lot number, how the product was used, extent of the reported injury, how/if the patient was treated, etc., but nothing was provided to us for further investigation. Will update report if more information is acquired.

Event description:
It was reported to us that a patient developed a dti (deep tissue injury) on the head and shaft of the penis after utilization of the men's liberty acute.